Event description:
During service of the device for an unrealated issue, it was identified that the audible alarm would not function when the unit was initially powered up, popped a breaker and did not alarm as specified. The heat sink was replaced to correct the problem. Additional follow-up with the customer indicated that the device was reportedly in patient use, however there was no reported patient harm.